Event description:
It was reported that the atrial lead had possible loss of capture. Impedance on the lead was trending low with a previous atrial lead warning. Atrial undersensing with no atrial sensing on current electrogram (egm). Pacing spikes throughout rhythm most notably between t wave <(>&<)> p wave. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010, 6947 implantable tachy lead, (B)(6) 2012. (B)(4).